Event description:
Bilateral prophylactic mastectomies with reconstruction with becker silicone/saline implants. Approx 1 1/2 yrs ago noticed a change in shape of breasts with increased hardness pain and discomfort. Also noticed decreased in size of breasts. Pt underwent bilateral capsulectomies and implant removal. Both saline shells were intact with no apparent leaking.